Manufacturer narrative:
(B)(4).

Event description:
The customer alleges while the md was performing the procedure according to the IFU, the sgw (spring wire guide) was bent and could not proceed any further. So he finished the procedure with teleflex's same product.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide (swg) inside of the assembly. Both components displayed signs of use. A visual inspection of the swg revealed multiple kinks and offset coils in the swg body. Microscopic examination of the guide wire confirmed the kinks. Both welds were present and were observed to be intact, full and spherical. The kinks were located approximately .5, 1.3, 3, and 4 cm from the distal end of the swg. The swg length measured 353 mm, which met specifications. The swg outer diameter was also found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed on the guide wire and introducer needle and no relevant manufacturing issues were identified. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint that the swg was kinked was confirmed based on visual inspections of the returned sample. Multiple kinks and offset coils were examined throughout the swg body. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges while the md was performing the procedure according to the IFU, the sgw (spring wire guide) was bent and could not proceed any further. So he finished the procedure with teleflex's same product.